Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead had been experiencing noise and intermittent loss of capture. Programming changes were made to resolve the issue. The patient had been scheduled for lead revision, but had to reschedule. In a remote transmission, loss of capture was noticed on the rv lead. The lead was capped and replaced on (B)(6) 2020. Patient was stable post procedure.